Event description:
As reported for this event by the customer, the device on/off switch was broken. The ports had quite a bit of corrosion as well. There is no patient involvement.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the main power switch cracked with broken off piece. The air tubing was dirty as well. Other incidental observations for the device are: air pressure fluctuates when wiggling on air gauge due to worn out air joint unit and connector socket; corrosion inside bottom chassis; four suction disks are weak; and deep paint scratches on top cover. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause could not be determined at this time but likely occurred from user handling the device. Olympus will continue to monitor field performance for this device.